Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had five months dropped in longevity in a span of three months. Moreover, th patient had a chronic atrial fibrillation (af) with atrial sensing programmed off several months ago. Boston scientific technical services (ts) explained this is likely a normal depletion and could consider re-evaluating after three months. To date, the device remains in service. No adverse patient effects reported.